Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduce the problem and replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar port 1 not working. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar port 1 was not working on integrated electrosurgical unit (iesu) or erbe. The customer replaced monopolar cable with a new cable, but issue persisted. The customer tried to move the cable on the erbe port 2 fixing the issue; however, the surgeon was able to proceed with the surgery using the monopolar port 2, erbe s/n (B)(6). Technical support engineer (tse) checked system logs, and no related errors verified in the logs. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed, and the reported error was confirmed and replicated. During the power-on test the "recognition issue" error was found, confirming that the error occurred in the field. No issues were found during the visual inspection that could be related to the reported event. In addition, a minor crack was found in the front bezel. The probable root cause of the error is attributed to an electrical component failure within the erbe generator. Furthermore, the probable root cause of crack in front bezel is attributed to damage during use or improper handling.

Event description:
Refer to h11 for follow-up information.